Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 26-may-2021. The most recent information was received on 01-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of vaginal haemorrhage ('vaginal bleeding') in a female patient who had essure (batch no. A25166) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), muscle contractions involuntary ("fasciculations"), palpitations ("palpitations"), muscle spasms ("spasms"), dysphonia ("dysphonia"), paraesthesia ("paraesthesia, tingling"), hyperaesthesia ("hyperaesthesia"), dyspepsia ("digestive disorders"), impatience ("impatience"), trigeminal neuralgia ("trigeminal neuralgia"), pruritus ("itching"), burning sensation ("burning"), fungal infection ("mycosis"), tinnitus ("tinnitus"), breast pain ("breast pain") and mood swings ("mood swings"). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, muscle contractions involuntary, palpitations, muscle spasms, dysphonia, paraesthesia, hyperaesthesia, dyspepsia, impatience, trigeminal neuralgia, pruritus, burning sensation, fungal infection, tinnitus, breast pain and mood swings had not resolved. The reporter provided no causality assessment for breast pain, burning sensation, dyspepsia, dysphonia, fungal infection, hyperaesthesia, impatience, mood swings, muscle contractions involuntary, muscle spasms, palpitations, paraesthesia, pruritus, tinnitus, trigeminal neuralgia and vaginal haemorrhage with essure. The reporter commented: symptoms started a few months after insertion, got worse in recent months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4) on 26-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of vaginal haemorrhage ('vaginal bleeding') in a female patient who had essure (batch no. A25166) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), muscle contractions involuntary ("fasciculations"), palpitations ("palpitations"), muscle spasms ("spasms"), dysphonia ("dysphonia"), paraesthesia ("paraesthesia, tingling"), hyperaesthesia ("hyperaesthesia"), dyspepsia ("digestive disorders"), impatience ("impatience"), trigeminal neuralgia ("trigeminal neuralgia"), pruritus ("itching"), burning sensation ("burning"), fungal infection ("mycosis"), tinnitus ("tinnitus"), breast pain ("breast pain") and mood swings ("mood swings"). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, muscle contractions involuntary, palpitations, muscle spasms, dysphonia, paraesthesia, hyperaesthesia, dyspepsia, impatience, trigeminal neuralgia, pruritus, burning sensation, fungal infection, tinnitus, breast pain and mood swings had not resolved. The reporter provided no causality assessment for breast pain, burning sensation, dyspepsia, dysphonia, fungal infection, hyperaesthesia, impatience, mood swings, muscle contractions involuntary, muscle spasms, palpitations, paraesthesia, pruritus, tinnitus, trigeminal neuralgia and vaginal haemorrhage with essure. The reporter commented: symptoms started a few months after insertion, got worse in recent months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.